Manufacturer narrative:
The pump has been returned to animas and evaluated by product analysis on 08/14/2014 as follows: the display was observed to be dim and pink. Unrelated to the initial complaint, the battery compartment was observed to be cracked. The battery cap was not returned with the pump; a test cap was used for all testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.